Manufacturer narrative:
A lot history review (lhr) of reyc1004 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR for evaluation, as the device is being retained by the reporting facility.

Event description:
On (B)(6) 2014 - unable to establish venous access. Unable to advance catheter. Withdrawal attempt meet with some resistance. Withdrawal attempt stopped for period of 2 to 3 minutes. Withdrawal attempt of device initiated at moment of attempt start noted flexible guide wire beginning to emerge from skin surface then flexible wire detached from nonflexible portion of device. Tourniquet kept in place and nursing and medical staff notified.